Event description:
It was reported a spectrum pump would not alarm for downstream occlusion during a preventive maintenance test. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.